Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of cracked main tube to be related to the customer reported complaint. The instrument main tube was cracked. The cracking damage is located at the distal end of the main tube. Additional observation(s) not reported by site were also identified: the prograsp forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.015¿ - 0.448 in length.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the prograsp forceps had a bad connection to the tip. The shaft was pulling out causing a separation between the two pieces. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.